Manufacturer narrative:
The pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with a crack behind the pump at the corner of the belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was 5.9 mmol/l at the time of the incident. The insulin pump will not be returned to the analysis.